Manufacturer narrative:
One opened bl5112 pack from lot v9464 was returned for evaluation. Visual examination found the tubing wadded and tangled up inside the pack tray. The assembly is dirty with fluid in the lines and a small amount in the collection cassette. The tubing was received with the irrigation and aspiration lines connected together and a large kink is visible in the irrigation line. A functional test was performed using a stellaris pc system. The assembly passed the self vacuum test and primed, however, the irrigation flow was diminished. The kinked tubing could contribute to the diminished flow but due to the conditions in which the tubing was returned, the cause of the kink could not be determined. The manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the complaint database revealed that no other complaints have been submitted against lot #v9464. No corrective action required.

Event description:
A user facility in (B)(6) reported a corneal burn due to presumed lack of irrigation while using this pack. The cassette was changed and the procedure was completed without any injury to the patient.